Manufacturer narrative:
Image analysis: one photo was received from the account. The photo appears to show four devices in the picture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust self-expanding stent, experienced several issues. The target lesion was located in the right superficial femoral artery and popliteal artery, characterized by severe calcification and chronic total occlusion. During the procedure, evx35-7-150-120 stent failed to reach the lesion and opened when retracting the stent. Stent dislodgement occurred during removal following failed delivery. This occurred when the device was pulled back into the sheath. The dislodgment happened during retraction. Lesion was dilatated by a balloon and then the evx35-06-100-120 passed and was placed across the lesion, but during deployment the thumbscrew got stuck after a 3rd of the stent was opened. The physician encountered resistance when advancing the device, and excessive force was used during delivery. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Additional infomration: a non-medtronic sheath french size and several guidewires of varying sizes including 035 and 018 were used in the procedure. Product analysis: two stents were returned along with an opened everflex entrust handle and four non-medtronic balloon catheters. The device handle could not be identified as no strain relief was returned with the device. The stent was measured and confirmed as 150mm. Due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no intervention required for removal of the devices. The device were safely removed from the patient. There was stent struts exposed/visible on removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.